Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station showed data sync setup screen and unknown device. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shows data sync setup screen. A technical support specialist dialed into the es station for investigation. Verified that the station was operating normally with no apparent issues. Confirmed that all services and the datasync log were functioning correctly. Accessed sql server management studio (ssms) and verified the database size was within acceptable thresholds. Reviewed station sync information and confirmed it reflected the current date and time. Assessed system performance; station was idle with an uptime of 4 days. Identified a recurring error in the medapplication log. Sent an email to the customer with findings and requested further input. Customer reviewed and confirmed resolution; case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station showed data sync setup screen and unknown device. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.